Event description:
Reference number (B)(4). Event occurred in the united states on 19-august-2024, it was reported that the patient encountered problem with three infusion sets tubing detachment from hub. Infusion set was in use for 3 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3. H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.